Event description:
It was reported via the competent authority, (B) (6), that the screw head broke while the surgeon was inserting it.

Manufacturer narrative:
It is not known at this time if the device is available for eval. Add'l info has been requested, and if received, will be provided on a supplemental report.